Event description:
The micro drill medium straight attachment was sent for evaluation, and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Visual inspection observed that the upper bearing was shattered, and corrosion damage was noted within the internal components of the device.